Event description:
It was reported that the pulse generator exhibited backup vvi due to electrocoagulation during surgery. After a user download, the device was restored to normal function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.